Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during unpackaging. Symptoms/ae: na. It was reported that the xceed stent partially deployed during unpackaging. The stent delivery system was not used in the body and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.